Manufacturer narrative:
The device has been received. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the pt developed slit ventricles and despite the surgeon's attempts to change the pressure to resolve the issue, the device was eventually revised.